Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 50 mg/dl. The customer stated that she got a lost sensor alarm while going back to the warm up period. The customer was advised to verify the alert in the history and review the history for relevant alarms. The customer stated that there were no alarms. The customer was advised that the alert may be caused by sensor pulling out against the skin. The customer was advised to call back if the issue recurs.